Event description:
Consumer reported false positive sars result. It is unknown if the consumer was symptomatic. The consumer communicated that confirmation testing methods included rapid antigen and molecular (pcr testing). It is unknown which method was used for this event. The consumer also communicated an additional 19 events which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.